Event description:
It was reported that the balloon ruptured. The 90%, in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified 1st diagonal branch. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm for 30 seconds, but it ruptured upon second inflation at 12atm when inflated for 10 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.